Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system did not give "energy but the meter" indicated that there was energy present. They exchanged the handpiece and the same issue occurred. The handpiece was also getting warm. The system was rebooted and the procedure was completed. Patient impact was not mentioned. This is one of two reports received from this facility. The manufacturer¿s reference numbers are (B)(4).

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 5, 2017. Based on quality assurance assessment, the product met specifications at the time of release. The phacoemulsification handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).